Event description:
It was reported that after the field service technician installed a preventative maintenance (pm) kit power board, the ventilator had xdcr faults and disc/sense alarm conditions. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na